Event description:
It was reported that the table locks was not actuating due to a power loss, causing to the tabletop to move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found that the power loss was caused by a malfunction on the power supply and logic boards in the base of the table. The fe replaced the parts and verified that the table locks were performing as expected.